Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed for use error because the patient reported pressing go prior to connecting themselves. The cause was the patient was not connected when therapy was initiated. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during initial drain. The home patient (hp) pressed go to start the initial drain before they were connected. The hp then connected to the setup. The technical service representative (tsr) had the hp power cycle the hc to end therapy and advised the hp to start over with new supplies and call the registered nurse (rn) to inform of possible exposure to outside air. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the rn. The rn was informed the hp started initial drain before connecting and then connected to the machine. The rn stated they would speak to the hp regarding this issue for retraining. The rn stated the hp has had no injury or medical intervention from this incident. The rn stated the hp has been performing therapy successfully.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.